Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital due to character restrictions in block e1 address: (B)(6). Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit failed to alarm and automatically inflate during use, and the fault still presented after restart. There was no injuries reported.

Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g2,g3,g6,h2,h10,h11. Corrected data: b5.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit failed to alarm and automatically inflate during use, and the fault still presented after restart, the pump was replaced in time. There was no injuries reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact phone: (B)(6). A getinge field service engineer (fse) remarked as he tested various parameters of the equipment and concluded as, if the positive pressure of the compressor is lower than the normal value, then need to replace the 5000h maintenance kit. Subsequently, the testing equipment all parameters were normal. After replacement, unit is ready for clinical use.

Event description:
N/a.